Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis. During the procedure, the valve was able to be implanted successfully. Post-procedure, the patient required a permanent pacemaker. The patient's status was unknown. It was reported that on an unknown date in (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and first-degree atrioventricular block. The length of the membranous septum was 2.2mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 5mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On an unknown date, the patient went into a heart block and was readmitted at the hospital requiring a pacemaker. It was noted that the patient was monitored as an intervention to treat the event. On (B)(6) 2025, a permanent pacemaker was implanted to resolve the event. The implanter believes that this event as being related to the procedure and the patient¿s past medical history. The patient was discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Potentially, procedural circumstances and/or patient comorbidities contributed to the event, however, this could not be confirmed. The reported hospitalization is the result of case-specific circumstances, as the patient was monitored to treat the event. The reported surgery is the result of case-specific circumstances, as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date in (B)(6)2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and first-degree atrioventricular block. The length of the membranous septum was 2.2mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 5mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On an unknown date, the patient went into a heart block and was readmitted at the hospital requiring a pacemaker. It was noted that the patient was monitored as an intervention to treat the event. On (B)(6) 2025, a permanent pacemaker was implanted to resolve the event. The implanter believes that this event as being related to the procedure and the patient¿s past medical history. The patient was discharged.